Manufacturer narrative:
Follow-up # 1 - 6/2/2015 device evaluationthe lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings:the meter involved with this complaint failed testing. The meter was found to have pcb contamination at processor ic114. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that ¿pc appears on screen¿ this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.